Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement, as the issue occurred during setup of the pump and had not yet been used on the customer at the time of the reported event. The customer declined a replacement pump. Subsequently, after the customer began use of the pump, the malfunction alarm reoccurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) was impacted 250 (mg/dl). The customer took a correction bolus. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. It was indicated that the current pump would be used for insulin therapy until the replacement pump was received.